Event description:
The customer reported via phone call that they received an alarm stating that the battery was completely done. The customer's blood glucose was unknown. The customer explained that the insulin pump was notifying her that the battery was flat and needed to be replaced. The customer confirmed that the battery cap was not loose, cracked or damaged. The customer was advised that they could continue insulin pump therapy until the replacement insulin pump arrived. The customer was advised that the insulin pump would be replaced. At the time of the call, the customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and no unexpected battery alarm was noted. Sleep currents were within specifications and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.